Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The technician was able to duplicate the reported issue and isolated the fault to a broken inductor at l401 of the power supply assembly. The l401 interrupted the normal 5 volts that runs from the power supply to the main board. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (rep) went onsite to evaluate and repair the suspect device. The rep determined the most likely cause of the customer's allegation was secondary to no power out of the power supply, blown cap . After replacement of the power supply, the rep stated the unit meets factory specifications and return to place back onto service. The defective has been sent back to palm springs for failure analysis lab evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen stays dark on vent start up, but does boot up. There is no patient involvement associated with the event.